Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system would power down after a minute of use without prompt from the user. It was noted that the imaging system had been plugged in overnight to charge. There was no patient present when this issue was identified. No additional information was provided.